Event description:
A report was received that the patient was experiencing severe pain at the lead site. It was also reported that the patients pain had increased. It was burning and stinging all of the time which made the patient unable to move.